Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high thresholds causing the battery depletion of the implantable pulse generator (ipg). Rv lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.